Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported issue of a channel disconnect error code was confirmed through review of the logs but was not replicated during device testing. A review of the device¿s error logs showed two errors occurred on the date (B)(6) 2025: error code 200.1200.0 (uninit_interrupt_failure) and error code 200.1060.0 (watchdog_failure). The errors occurred at the same time as a channel disconnect event on (B)(6) 2025, at 9:16 am. Dchu reached out to bd software engineering to seek clarification on the recorded error code 200.1200.0 (uninit_interrupt_failure): ¿error code 200.1200 is a fatal malfunction which means that an interrupt has occurred that wasn¿t registered. This means that the hardware raised an interrupt that doesn¿t have an assigned interrupt handler. It is suspected that the logic board of the pump module is defective. The watchdog failure on the lvp is likely a result of the earlier malfunction. When a watchdog occurs, the module no longer communicates with the pcu, so it¿s logically disconnected.¿ ¿intermittent power connection (due to defective iuis) could also be a probable cause for the error code.¿ the last infusion for the drug neosyn_phenylephrine at a concentration of 40 mg/250ml (drugid=347) was programmed as a remote order on (B)(6) 2025 at 7:22 pm. The dose was 170 mcg/min (calculating a rate of 63.75 ml/hr) and a vtbi of 250 ml. The dose and vtbi were titrated multiple times between (B)(6) 2025 at 7:28 pm and (B)(6) 2025 at 7:37 am. At 9:16 am a channel disconnected alarm was observed and the unit was removed. At 9:55 am the system was powered down. Inspection and testing of the received devices showed no issues or anomalies associated with the reported issue. The devices were operating as intended. However, the left (female) inter-unit interface connectors on both the pcu and the pump module were observed to be third-party parts. The ¿as-received¿ suspect pcu and pump module¿s iui connectors were visually inspected for any issues or discrepancies such as damaged isolation ribs, corrosion, contaminants or thermal damage. The inspection did not identify any anomalies that might have contributed to the reported event. Root cause: the probable cause for the reported channel disconnect error code is being attributed to either a faulty logic board or an intermittent connection issue with the inter unit interface connectors. The root cause for the faulty logic board was not determined during the investigation and the root cause for the connection issue in the inter unit interface connectors could also not be determined since the iui connectors on the ¿as-received¿ devices are suspected to be replacements and not the original unit¿s iuis. Note that this report lists imdrf annex a1801, a040502, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported there was a "channel disconnect" during transport to the oncology facility from the intensive care unit (ICU). The module in question was "lit green" and showing 120 ml/hr was infusing on the pump, but the name phenylephrine was not scrolling across the channel anymore. It was reported the patient's blood pressure "dropped to a very low level". It was reported the pcu did not alert when this occurred. When the clinician removed the IV set from the channel the channel, the channel never alarmed that the door was opened. The channel was still lit up green with 120 ml/hr. Programmed. The clinician moved the infusion to another channel, titrated the medication up, and the patient's blood pressure returned to a normal level. Customer biomed was able to replicate the issue on the pump. They inserted a "dummy" set but programmed the module with the same medication and moved it out of the building. They had only walked a few feet outside of the building when a channel disconnected screen was shown. Customer biomedical engineering had to take action to clear the screen. They tried a second time and got the disconnected screen before they could even get outside of the biomed offices. The customer states the alert screen is incongruous to the experience the nurse stating they received no alert. Biomed replaced the iui's on the pcu and the module then replicated the travel test. Biomed some "mild" oxidation on the connectors but nothing egregious. They were able to make it to their destination without the channel disconnecting. However, the questions of why the pcu did not detect this failure (at the time the nurse was using it) and alert the nurse and why the module continued to show a rate when it was not running.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a "channel disconnect" during transport to the oncology facility from the intensive care unit (ICU). The module in question was "lit green" and showing 120 ml/hr was infusing on the pump, but the name phenylephrine was not scrolling across the channel anymore. It was reported the patient's blood pressure "dropped to a very low level". It was reported the pcu did not alert when this occurred. When the clinician removed the IV set from the channel the channel, the channel never alarmed that the door was opened. The channel was still lit up green with 120 ml/hr. Programmed. The clinician moved the infusion to another channel, titrated the medication up, and the patient's blood pressure returned to a normal level. Customer biomed was able to replicate the issue on the pump. They inserted a "dummy" set but programmed the module with the same medication and moved it out of the building. They had only walked a few feet outside of the building when a channel disconnected screen was shown. Customer biomedical engineering had to take action to clear the screen. They tried a second time and got the disconnected screen before they could even get outside of the biomed offices. The customer states the alert screen is incongruous to the experience the nurse stating they received no alert. Biomed replaced the iui's on the pcu and the module then replicated the travel test. Biomed some "mild" oxidation on the connectors but nothing egregious. They were able to make it to their destination without the channel disconnecting. However, the questions of why the pcu did not detect this failure (at the time the nurse was using it) and alert the nurse and why the module continued to show a rate when it was not running.